Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. No unexpected numbers ramping or scrolling was noted during testing. The insulin pump was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump experienced a keypad anomaly. The customer stated that when she attempted to input her carbohydrates value, the numbers began scrolling. She stated that the screen stopped flashing at 255, but she was unable to use the esc and act buttons to exit the screen, as they had become unresponsive. The customer's blood glucose was 141 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.